Event description:
The report stated that the ligasure impact handpiece was in use during a laparoscopic ileal conduit surgery. After the third sealing cycle, when the integrated cutter was activated to transect through the seal, the cutter became trapped between the jaws of the device. This prevented the surgeon from being able to open the device. Another impact handpiece was used to complete the surgery. There was no patient injury.

Manufacturer narrative:
(B) (4). (B) (4). The incident device has been received and is under evaluation. Additional questions in regard to the incident have also been asked. When the device evaluation is complete, a follow-up report will be submitted. This follow-up report will also contain any additional information obtained.